Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the white tamping tube of a 6/7f mynxgrip vascular closure device (vcd) was not there after pulling the unknown sheath back. The user then proceeded to deflate the balloon, remove the device and hold manual pressure for about five to eight minutes, after which, hemostasis was achieved. There was no reported patient injury. The product was stored and opened in a sterile field. Upon completion of a femoral access diagnostic heart catheterization with the physician, the tech prepped the mynx device, per instructions for use (IFU) steps. After pulling the unknown sheath back, the white tamping tube was not there. The user was trained to the device. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the white tamping tube of a 6/7f mynxgrip vascular closure device (vcd) was not there after pulling the unknown sheath back. The user then proceeded to deflate the balloon, remove the device and hold manual pressure for about five to eight minutes, after which, hemostasis was achieved. There was no reported patient injury. The product was stored and opened in a sterile field. Upon completion of a femoral access diagnostic heart catheterization with the physician, the tech prepped the mynx device, per instructions for use (IFU) steps. After pulling the unknown sheath back, the white tamping tube was not there. The user was trained to the device. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 6f-7f¿ involved in the reported complaint was returned for investigation inside a clear plastic bag. Visual inspection of the received device showed that the shuttle was engaged from the black handle. The syringe was connected to the device with the stopcock open. An unknown procedure sheath was locked on to the device, blood was noted in the procedure sheath and no damages were noted. The advancer tube is engaged and completely deployed from the shuttle, and the sealant is exposed near the balloon. In addition, the balloon was observed completely deflated. Functional analysis was performed, the advancer tube was properly engaged with the proximal tamp lock, the sealant is exposed near the balloon, consistent with its intended use. Therefore, a simulated deployment test to verify the functionality of the returned device could not be performed. Visual inspection at high magnification revealed that the sealant is exposed near the balloon in the catheter and that there was a split in the outer cartridge. The reported event of ¿sealant-sealant failure to deploy-advancer tube¿ could not be confirmed through analysis of the returned device. The advancer tube was engaged and fully deployed from the shuttle, with the sealant exposed near the balloon, indicating successful deployment. Based on the available information and product analysis, the event may have been due to incorrect adherence to the instructions for use (IFU). The advancer tube was properly engaged with the proximal tamp lock, and the sealant was observed near the balloon in the catheter upon receipt, which is consistent with its intended use. The exact cause of the reported issue could not be conclusively determined. According to the IFU, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach the shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged with the proximal tamp lock at the definitive stop, the advancer tube and sealant may follow the shuttle cartridge back out of the tissue tract during retraction, resulting in an attempted deployment failure. The information available for review and the product analysis do not suggest that the reported events are related to the design or manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.